Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had audio issue. The customer's blood glucose level was 8.7 mmol/l at the time of incident. The customer stated that there is no audio different between volumes 1 and 5. The customer also stated that the insulin pump had an hardware low level failure. Customer declined troubleshooting for insulin pump error. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device passed the displacement test however, the device alarmed hardware low level failures during the self test and hardware low level failures alarm (variable 3) is found in the downloaded history file due to broken trace at pin 1 (vdd) on the keypad assembly. Adjusted the audio options audio volume 1-5 and each setting functioned properly. No unexpected audio anomaly or absence of audio alarms noted during testing.